Event description:
It was reported that the patient ¿was having problems with it¿. The reporter believed the device was for endometriosis but ¿it was acting up, maybe like doing spasms or something¿. The patient was reportedly ¿having an allergic reaction all over and could not get rid of it¿. The patient¿s healthcare provider (hcp) ¿could not figure out what it was¿. It was noted that the patient was allergic to metal, so the patient was wondering if the metal for the device ¿might have anything to do with it¿. The patient was ¿usually as healthy as a horse¿ until this reaction. It had been ¿going on for a while, it just progressively got worse and worse¿. The reporter stated that the patient ¿could feel the device kicking on at certain times on high¿. Other times however, the patient did not feel the stimulation at all. It was noted that the patient also experienced an overstimulation sensation. The patient was feeling stimulation in her midsection, ¿where she shouldn¿t be feeling it at all, like the nerves were stimulated there¿. The reporter noted that the hcps "hadn¿t gone that far" to check possible allergies to titanium. The patient was reportedly ¿real sick¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v524070, implanted: 2010-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated information reported under manufacturer report # 3004209178-2014-00931 pertained to the information reported under this report number. Any additional follow up information received will be reported under this regulatory report number. Additional information received indicated the "leads were bad." The following day, it was noted the "defective" device needed to be removed as it was "fatally risking health." In addition the patient also reported many medical symptoms and "anomalies." It was indicated the patient became "deathly" sick in the summer of 2013. The patient's organs began to "slowly shut down." It was noted the patient had chromium deposits in their blood and their legs were swollen "three times their size." In regards to the brown fluid that was leaking out of the patient's pores, it was thought that it was gangrene, but it was not. When the patient went to the hospital, it was reportedly noted that the issue was related to the device. It was further reported that the patient was having issues with their renal system and their urine had a foul odor. The patient was also sore at the implant site and could not lie on their side. The area was swollen three times its size and was starting to "shift." It was also added that the patient could feel the "wires" poking out. It was noted that during the implant surgery, they could not get the "wires" to all of their nerves. The patient was also unable to walk the year prior and was "shut-in" because of it. It was further noted the patient's blood sugar was 22 and blood work showed an "extreme level" of a hormone. The patient's glandular system was "haywire." In addition, it was noted the patient was prone to cancer and "may have" tumors. The patient had a growth on their pituitary gland but could not do an MRI because of the device. A vascular issue was also noted and it was stated then when the patient's veins were pressed on, it was like "pressing play-doh." The patient also noted that their device was "special" and was designed to send signals to the manufacturer to indicate if anything was malfunctioning. It was further reported the patient had third degree burns on their legs. It was clarified that the patient had a tumor in the pituitary gland due to "some type of deposits ins into their blood." It was unclear exactly what this was in reference to. The patient needed the implantable neurostimulator (ins) removed in order to get the "pituitary gland removed, gain weight, and get fsh back up." In relation to the patient's issue with incontinence since having the device, it was stated that "it had damaged the nerves in the bladder." It was indicated the patient "would die" if they did not have the ins removed. It was later indicated the area where the lead and device are located was swollen and there was fluid around it. An additional follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient needed help with device extraction. The patient had attempted to receive help in the malfunction that their implant was causing in effect to their health. It was noted that the patient no longer lived in the state where the surgery occurred and had already alerted the manufacturer about the nearly fatal episodes they had endured due to the device. The patient desperately needed help in the matter as they promise upon receiving services and allowing the patient to be used as a guinea pig for a device that was only approved for incontinence and at a younger age this wasn't an issue. It was reported that it was obviously an experiment and it had gone terribly wrong and the lack of concern from the manufacturer responsible was grossly negative.